Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming but says run. There was an attempt to stop the pump and it alarmed no disposable- clamp tubing. The alarm was silenced, and the settings were reviewed, and closed clamp. The cassette was removed and gently tapped the cassette and massaged the tubing to disperse air bubbles in the line. The cassette was replaced and opened the clamp. The pump started and was running. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6500 h4: correction: device manufacturing date: 27-jan-2005